Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused fentanyl during patient therapy in the intensive care unit. A 100 ml bag of fentanyl (50mcg.hr) emptied but the pump indicated only 32.5ml had infused. It was reported that there was no patient injury related to this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. For delivery rate at 125ml/hr the error was-1.3696% and for delivery rate at 59ml/hr the error was -0.078%. For delivery rate at 125ml/hr the error was-1.3696% and for delivery rate at 59ml/hr the error was -0.078%. The device performed as intended. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.